Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned to the manufacturer. The complaint product sample was disinfected, as the complaint product sample was being disinfected and prepared for analysis, no leaks or any damage was observed in the lines, connectors or cassette. After further inspection no failures were detected. The complaint product sample was visually inspected. During the inspection no damage was found to the patient connector, the blue pin was not pushed in, no kinks on the lines or the cassette could be observed. After further inspection, no visual failures could be observed; the set was in the expected condition. A functional test was performed on the complaint product sample with the cycler machine to confirm the allegation against the set. The cassette was inserted into the cycler machine. No problems were detected. The cassette, lines and connector did not leak. The complaint product sample completed the test without anomalies. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to the fresenius technical service department (ts) on (B)(6) 2025 that a fluid leak was discovered during fill 1 of 5 and the patient was connected during incident. The fluid was not discovered in the pump module area, nor was it discovered on the external of the cassette. The fluid leaked from unknown location, and the bottom of cycler cart is wet, but the area around and underneath cycler is completely dry. All lines are dry, unused lines are clamped off and all solution bags are dry and full. There were no alarms/warnings prior to or after leak. The film on the back of the cassette is not loose upon follow-up conducted on (B)(6) 2025 the patient contact stated that on (B)(6) 2025 they had clamped all the used lines (two (2) white clamps on the right) and were on fill 1, when all the sudden they noticed a considerable amount of fluid on the lower level of the cycler cart. Per the patient contact when they were clamping the lines the tubbing¿s felt dumped, which surprised them since they did not notice any leaks during set-up. The patient contact confirmed that there were no external leaks originating from any of the solution bags or the connections to the bag. The patient contact also confirmed that there was no fluid intrusion inside the cycler as well. Everything inside the cycler was dry. The patient contact stated that the patient was not able to complete treatment on the day of the reported event. The patient contact confirmed that the patient¿s peritoneal dialysis nurse (pdrn) was aware of the event, and that the next day they saw the patient at the clinic and did a drain to remove the previous¿ day treatment fluid. Further follow-up was conducted with the pdrn on (B)(6) 2025 who stated that they were aware of the reported event and confirmed that the issue was with the cassette and not the solution bags. The pdrn confirmed that on (B)(6) 2025 the patient was not able to complete treatment due to the reported leak, but that on (B)(6) 2025 the patient re-set up with new supplies using a cassette from a different box and proceeded with treatment successfully. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to the fresenius technical service department (ts) on (B)(6) 2025 that a fluid leak was discovered during fill 1 of 5 and the patient was connected during incident. The fluid was not discovered in the pump module area, nor was it discovered on the external of the cassette. The fluid leaked from unknown location, and the bottom of cycler cart is wet, but the area around and underneath cycler is completely dry. All lines are dry, unused lines are clamped off and all solution bags are dry and full. There were no alarms/warnings prior to or after leak. The film on the back of the cassette is not loose upon follow-up conducted on (B)(6) 2025 the patient contact stated that on (B)(6) 2025 they had clamped all the used lines (two (2) white clamps on the right) and were on fill 1, when all the sudden they noticed a considerable amount of fluid on the lower level of the cycler cart. Per the patient contact when they were clamping the lines the tubbing¿s felt dumped, which surprised them since they did not notice any leaks during set-up. The patient contact confirmed that there were no external leaks originating from any of the solution bags or the connections to the bag. The patient contact also confirmed that there was no fluid intrusion inside the cycler as well. Everything inside the cycler was dry. The patient contact stated that the patient was not able to complete treatment on the day of the reported event. The patient contact confirmed that the patient¿s peritoneal dialysis nurse (pdrn) was aware of the event, and that the next day they saw the patient at the clinic and did a drain to remove the previous¿ day treatment fluid. Further follow-up was conducted with the pdrn on (B)(6) 2025 who stated that they were aware of the reported event and confirmed that the issue was with the cassette and not the solution bags. The pdrn confirmed that on (B)(6) 2025 the patient was not able to complete treatment due to the reported leak, but that on (B)(6) 2025 the patient re-set up with new supplies using a cassette from a different box and proceeded with treatment successfully. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.